Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investiation conclusions), h11. A getinge field service engineer (fse) observed and found same. Checked and performed the autofill calibration successfully. Performed all functional tests successfully. Machine handed to the customer in working condition. Observed the machine for more than 2 hours.